Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Doctor reported, he has a patient that had a ventral hernia repair about 2-3 years ago. About 1-2 months ago, the patient came back to him complaining of a lump near the hernia site. The patient was taken to the or and it was discovered that the ring material was coming across the abdominal wall. The doctor pulled about 5" of the ring out and cut it down. It has been a month since that surgery and now the patient complains of sharp pains when he moves.